Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, hemorrhage and patient outcome of death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent successful stent assisted coil embolization of an aneurysm located in the anterior cerebral artery. It was reported that approximately four days post procedure the patient died due to the extension of the presenting subarachnoid hemorrhage. The phyisician indicated that the patient's outcome is possibly related to the procedure due to the administration of antiplatelet therapy that may have contributed to the bleed extension.

Manufacturer narrative:
Subject device remains implanted.

Event description:
The patient underwent successful stent assisted coil embolization of an aneurysm located in the anterior cerebral artery. It was reported that approximately four days post procedure the patient died due to the extension of the presenting subarachnoid hemorrhage. The physician indicated that the patient's outcome is possibly related to the procedure due to the administration of antiplatelet therapy that may have contributed to the bleed extension.